Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness and does not remember the details of the event. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer lost their transmitter during the incident. The insulin pump will not be returned for analysis.